Event description:
The customer reported that the device was failing op-check for defib, pacer, and pads/paddles using two different therapy cables and test loads.

Manufacturer narrative:
The customer reported that the device was failing op-check for defib, pacer, and pads/paddles using two different therapy cables and test loads. The device was evaluated by philips and the symptom was confirmed. The therapy printed circuit assembly (pca) had malfunctioned. Replacement of the therapy pca resolved the issue.